Event description:
It was reported that water leaked from the battery and the battery lid of the unit. It was further reported that the surgeon used a spare unit and the procedure was completed without any problems or delay.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.